Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on black screen. A field service engineer (fse) found that drawers 5.1 and 5.2 were causing full station not to fully power on. After opening the rear panel and testing each sub drawer, sub drawer 5.2 was identified as faulty, showing an abnormally low reading on the drawer controller. The defective controller was replaced, and cables for sub drawer 5.1 were disconnected and reconnected while the back panel was open. Once reassembled, the station powered on successfully, the application loaded, and the customer was able to recover it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a blank black screen and would not boot even after flipping the power on or off. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.